Manufacturer narrative:
Additional information d1, d3, d4 catalog number, d5 and g5. UDI is unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Cracked enclosure, stained float switch, faded line cord and worn plate clip. The technician started with a visual inspection, filled tank with water, attached temperature check, plugged in line cord, and turned on the power switch. The reported issue was duplicated. The root cause of the reported issue was found to be faulty printed circuit board (pcb). The technician replaced the pcb.

Event description:
Information was received indicating that a smiths medical fluid warmer display is showing a number 1. There were no reported adverse events.